Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 53 or pump error 68 noted during testing. However, pump error 53 alarm found in pump history, unable to determine the root cause. Problem isolated to electronic assembly. Unit was received with missing serial number label, cracked battery tube threads, cracked case along the side of the battery tube, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. Customer's blood glucose was 79mg/dl at the time of incident. Troubleshooting advised customer that the pump will be replaced. The insulin pump will be returned for analysis.